Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that when a coil (subject device) was being placed into an acom (anterior communicating artery) aneurysm, the coil tumbled out of the aneurysm into the aca (anterior cerebral artery) and became stuck. It appeared to be caught on the strut of a stent. The coil could not be advanced or pulled back. The physician eventually pulled the delivery wire, detaching the coil. There were no reported clinical consequences to the patient. No additional information was received.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on the information, this issue is associated with a product that met all specifications, but performance was limited due to procedural factors/operational context.

Event description:
It was reported that when a coil (subject device) was being placed into an acom (anterior communicating artery) aneurysm, the coil tumbled out of the aneurysm into the aca (anterior cerebral artery) and became stuck. It appeared to be caught on the strut of a stent. The coil could not be advanced or pulled back. The physician eventually pulled the delivery wire, detaching the coil. There were no reported clinical consequences to the patient. No additional information was received.